Manufacturer narrative:
Investigation summary: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. The device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment a filter limb detached and embolized to the lung. There were no reported attempts made to retrieve the filter or filter limb. The current status of the patient was not provided.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years seven months post filter deployment, lateral views of the chest through chest posteroanterior/lateral x-ray revealed linear density seen within left lung base on both frontal and lateral views. Subsequent, computed tomography revealed there was a linear density that measured 3.8 cm in length, in the left lower lobe pulmonary arterial branch. An inferior vena cava filter was present. Approximately five months and five days later, computed tomography revealed a linear calcific density within the left lower lobe which was unchanged. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2010).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter or detached filter limb, which was identified in the left lung. The patient reportedly experienced chest pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that some time post filter deployment a filter limb detached and embolized to the lung. There were no reported attempts made to retrieve the filter or filter limb. The current status of the patient was not provided. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that a filter limb detached and perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter or detached filter limb, which was identified in the left lung. The status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient status post blunt polytrauma with contraindication to anticoagulation had a retrievable inferior vena cava (ivc) filter deployed with adequate expansion. Approximately eight years seven months post filter deployment, chest x-ray demonstrated a linear metallic density within the left lung base. Approximately nine years three months post filter deployment, chest x-ray demonstrated a stable linear opacity in the left lower lobe. The ivc filter was in the body. Approximately nine years eight months post filter deployment, CT of the thorax demonstrated a linear calcific density within the left lower lobe which was unchanged. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for detached filter limb. However, the investigation is inconclusive for perforation of the ivc. Per the medical records, the filter was deployed around the l2 vertebral body, and the lower renal vein branch was identified at the l2 vertebral body level. Per the instructions for use (IFU), "position the retrieval hook 1 cm below the lowest renal vein." However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: - position the retrieval hook 1 cm below the lowest renal vein.